Manufacturer narrative:
Concomitant product(s): a 5024m-52 lead, implanted: (B)(6) 1994. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was triggered on the right atrial (ra) lead. It was noted that the lead exhibited undersensing with small p waves, chronically elevated thresholds, and a significant decrease in impedance around the time of the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.